Event description:
It was reported that during a ureterography being performed because of a renal pelvis tumor, the doctor perforated/tore the patient's ureteral orifice and peritoneum as a result of being unable to advance the sheath further than the ureteral orifice and his continued unsuccessful attempts of advancement. The inside of the sheath was steadily hydrated, but the doctor believed the outside of the sheath would be adequately hydrated with urine. Resistance was met at the tip of the sheath. The doctor rotated the sheath, but was unable to manage the resistance resulting in the ureteral orifice perforation. A double-j ureteral stent was placed to facilitate the healing of the ureteral orifice. No additional intervention was required and no further complications were reported.

Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record found nothing that may have caused or contributed to the reported event. A review of the complaint history showed no other events of this type having been reported for this product. When using any access sheath, it is important that the ureteral orifice is dilated sufficiently and the instrumentation is sized appropriately for the patient. The access sheath can be disassembled into two pieces and the dilator can be used on its own to 'dilate' the ureter if needed. Once dilated, the two pieces can be reassembled and reinserted into the patient. If any resistance is encountered, the system should be removed and the cause of the resistance determined. Never, under any circumstances should the resistance be ignored as forcing an instrument may lead to perforaton and/or tears in the anatomy. Instructions for use state that special caution is advised when irrigating and/or aspirating through the device, hazardous high pressures and/or large volumes of fluid may result through misuse of the device. It is the responsibility of the user to ensure that patient safety is maintained at all times. When inserting a safety wire through the second lumen, do not continue to push if resistance is met. This could result in perforation.